Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got a loaner programmer until they received their replacement programmer and were seeing a power on reset (por) screen since last week. It was reported that the patient recently had a CT scan that could be related to the issue. The patient was redirected to their healthcare provider and noted they had already called and the soonest they could be seen was (B)(6) 2019. No patient symptoms were reported. No further complications were reported.